Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion test, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for high blood glucose. The patient's blood glucose at the time of incident was 600 mg/dl and her current blood glucose was 495 mg/dl. The patient experienced nausea, vomiting, and blurred vision as a result of the hyperglycemia. The customer was treated with fluids and manual injections of humalog. Prior to the hospitalization, the customer's insulin pump had been alarming with motor error for the past two months. Troubleshooting was initiated for the motor error alarm: the drive support cap appeared normal and the rewind process was successfully completed. However, the insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.